Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured november 15-17, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed residual fluid in the bladder which suggests a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused during infusion. The issue was further described as, approximately 10% of the solution infused. The device contained piperacillin/tazobactam in 13500mg in 230ml sodium chloride. A peripherally inserted central catheter (PICC) line was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.